Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011. According to the complainant, after unpacking the jagwire it was noted that the tip of the wire had detached. Another jagwire was used to complete the procedure with no patient complications. The patient's condition has been described as stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011. According to the complainant, after unpacking the jagwire it was noted that the tip of the wire had detached. Another jagwire was used to complete the procedure with no patient complications. The patient's condition has been described as stable.

Manufacturer narrative:
A visual examination of the returned device revealed that the distal tip was damaged and the tip of the corewire exposed. There was no damage to the corewire or the ptfe jacket. As the issue was noted during unpacking this suggests that handling factors during the clinical attempt may have caused and/or contributed to the reported incident. Therefore the most probable root cause will be coded as "handling damage." A DHR (device history record) review was performed and no deviation was found. Similar complaint trend review revealed no other complaints reported for lot number 14049817.